Manufacturer narrative:
Subsequent to the initial MDR additional information was provided. Product was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed at 0 vdc. If follow up what type, additional information, device evaluation. Yes. Evaluation summary attached.

Event description:
Subsequent to the initial MDR, additional information was provided. Product was returned for evaluation. An external visual inspection was performed and passed. A transmitter voltage test was performed and failed at 0 vdc.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a failed transmitter error. In addition, transmitter failed error was found in connection to the reported allegation. The reported event of a pairing failure is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.